Event description:
It was reported that after an implantation surgery, during the test of the inflatable penile prosthesis (ipp), it did not work properly. As a result of the inspection, it was confirmed that the cylinder had a hole. Due to this, a surgical procedure was performed to replace both cylinders and a pump. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified both cylinders had wear at fold in the proximal end and distal end of the cylinder. The device was tested too. Both cylinders successfully passed leakage and test. The pump was also tested, concluding that the pump did not present any damage or abnormality and it passed leakage and functional tests. The allegation of a hole/perforation was unable to be confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that after an implantation surgery, during the test of the inflatable penile prosthesis (ipp), it did not work properly. As a result of the inspection, it was confirmed that the cylinder had a hole. Due to this, a surgical procedure was performed to replace both cylinders and a pump. There were no patient complications.